Manufacturer narrative:
Submit date: 02/08/2016. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. Because the sample has not been received for evaluation the condition reported could not be confirmed. A part of the (B)(4) nssa includes gauze part number #633546 which is not manufactured at the covidien plant. During the receiving inspection process, no issues were found. Also, a certificate of analysis is provided by the vendor to ensure that the component meets the specification required. During the manufacturing process where the kit is assembled; according to the procedure visual aid the gauze should be counted before placing it into the kit. This is a requirement since the material received from the supplier should contain 10 pieces per band and 100 pieces per paper bag. The condition could not be confirmed therefore the root cause was not identified for this report, and during the assembly process there is not a condition that could affect the product in the reported way. Based on previous investigations for a similarly reported issue, the most probable root cause was identified as the material from our supplier was received with the incorrect amount of gauze in the band, which is not according to specification. The quantity of gauzes was not confirmed before to place the 10 gauzes banded into the kit. As a corrective action, the personnel involved in the process were notified of the reported incident. The inspection level was increased from normal to heighten. A quality alert was posted in the incoming inspection area as well as the manufacturing line and the qa laboratory. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a gauze sponge. The customer reports receiving five extra raytec sponges inside the kit.